Event description:
Reported false negative sars results for an unknown number of patients. It is unknown if the results were confirmed. Confirmation method(s) not provided. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient info; unable to determine. Source: phone.